Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed crack on top case by the tube holders also cracked on right plunger case, battery door and missing battery. The plunger arrow would not disappear with a fully loaded syringe after replacing the plunger board. Motor rate error was found during occlusion test. The root cause of the reported issue was normal wear, device was over fifteen years old. Combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. Actions taken to mitigate the reported issue: replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. Performed occlusion test and all functional testing which passed. UDI information is unknown.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.